Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced an event where patient reported that infusion set cannula was bent which led to high blood glucose and was corrected through injection via mdi on (B)(6) 2026.